Event description:
After collecting approximately 160 ml of plasma during a plasmapheresis procedure, there was a "ck for plasma line hb" alarm and the phlebotomist stopped the procedure to inspect the instrument and disposable set. They observed a very light pink color in the plasma line just below the separation device and a kink at the bottom of the cell pump tubing of the set. The kink was corrected and the procedure was resumed. The operator immediately noted pink color. In the plasma line and the "ck for plasma line hb" alarm triggered again. The collection was stopped and the phlebotomist manually provided 500 ml of saline, as the approximately 63 ml of cells could not be returned. The donor was disconnected and preceded to the washroom. Coming out of the washroom the donor reported to the phlebotomist that there appeared to be a light red tinge to their urine. When the medical supervisor evaluated the donor, they denied any symptoms. They were provided guidance to seek medical attention should symptoms occur and to see their personal physician if they had another episode of urine discoloration. The donor left the center in good condition.